Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the printed circuit board, and also found that the video connector had failure. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. Based on the information from olympus (B)(4), omsc surmised that the reported phenomenon was attributed to the accidental failure of component of either the printed circuit board or the cable unit because less than four years had passed from the subject device had been installed. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified thoracoscopic surgery using the subject device, it was found that the endoscopic image of the subject device was not displayed on the monitor. The user facility replaced the subject device to another similar device to complete the procedure without extension. There was no report of patient injury associated with this event.